Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm. The explanted devices were not returned to bsc as they were discarded by the medical facility.

Event description:
A report was received that the patient contracted (B)(6). The patient was noted to have a pool of pus surrounding the ipg. The patient was administered with antibiotics and underwent an explant procedure. The physician did not believe that the infection was device related.

Manufacturer narrative:
A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient contracted (B)(6). The patient was noted to have a pool of pus surrounding the ipg. The patient was administered with antibiotics and underwent an explant procedure. The physician did not believe that the infection was device related.